Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer stated that the alarms occurred during priming and basal. Customer stated that insulin exits from the end of the tubing, but only a very small amount. Customer's blood glucose level was 30 mmol/l. Customer was asked to apply correction by pen per health care professional's instruction. Customer already changed the infusion set with the reservoir and connected it to the pump. The no delivery alarm did not occur during priming. Problem has been solved. Customer was asked to reconnect the old infusion set with the reservoir. Pump did not pass manual prime test. Customer reported high resistance. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.